Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of 104 and 61 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent for further troubleshooting. No product will be returned at this time.